Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported a black display. There was no patient involvement.

Manufacturer narrative:
G4: 18jun2020. B4: 18jun2020. The customer reported display black. There was a continuous red beep after a standby. When the ventilator switched on, the main (light emitting diode) led is present but the screen remains black. The unit could only be turned off by forcing a shutdown. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse did not find any errors during troubleshooting with the customer. It was also observed that the (diagnostic report) drpt was not provided. No repair information obtained after numerous attempts were made, if further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jun2020, b4: 16jun2020. The manufacturer's field service engineer (fse) confirmed the reported issue. No device repair information obtained after numerous attempts were made. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.